Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, which prevented the pump from charging and led to a pump shutdown. Additionally, the customer reported that the battery gauge jumped unexpectedly. The customer's blood glucose (bg) level was 149 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.